Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 220 mg/dl, 236 mg/dl, 123 mg/dl, and 151 mg/dl. The customer uses different vials of two different test strip lot numbers and did not mention which lot number she used for each blood glucose test.